Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo-provera. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding -menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("abdominal spasms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy : rash/skin condition"), depression ("psych injury / depression"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and amenorrhoea ("haven't had periods"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, depression, vaginal discharge, urinary tract infection, vaginal haemorrhage, dysmenorrhoea, muscle spasms and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, muscle spasms, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, breakage, migration, bladder/urinary problems: vaginal discharge, uti. Discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). There were 2 coils on the right ostia and 12 coils outside the ostium. Discrepancy noted as per previous fu: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.655 kgs. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Ultrasound scan vagina - on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: new event amenorrhea and new reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy : rash/skin condition"), depression ("psych injury / depression"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with surgery ((hysterectomy partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, depression, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, depression, dermatitis allergic, device breakage, device dislocation, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, breakage, migration, bladder/urinary problems: vaginal discharge, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category upgraded from device other event to incident. Events added from pfs- breakage, migration, pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, rash/skin condition, depression, bladder/urinary problems: vaginal discharge, uti. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo-provera. In (B)(6) , the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding -menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("abdominal spasms"). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy : rash/skin condition"), depression ("psych injury / depression"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, depression, vaginal discharge, urinary tract infection, vaginal haemorrhage, dysmenorrhoea and muscle spasms outcome was unknown. The reporter considered abdominal pain, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, muscle spasms, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, breakage, migration, bladder/urinary problems: vaginal discharge, uti. Discrepancy noted in date of insertion on (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.655 kgs. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Ultrasound scan vagina - on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of product technical complaint. On 11-oct-2019: pfs received: new events abnormal bleeding (vaginal), dysmenorrhea (cramping), abdominal spasms. Essure insertion date updated and historical drug added. Follow up 3 and 4 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.